Manufacturer narrative:
Product ID 7482-51 lot# (B)(4) implanted: (B)(6)2012 explanted: product type extension product ID 7482-51 lot# (B)(4) implanted: explanted: product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received. Serial number updated.

Manufacturer narrative:
Product ID 7482-51 lot# (B)(4) implanted:(B)(6) 2012 explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received. Serial numbers updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the parkinson¿s disease patient experienced a poor therapeutic effect on their rigidity symptom. Additional information reported the ¿patient could not walk¿ and the device had ¿no effect on her.¿ it was also reported the patient¿s wound from the time of first implant ¿had not healed and there was a little hole¿ at the time of report. It was unknown whether any troubleshooting had been performed and the cause of the issue was unknown. Additional information received from a consumer indicated that wound at the ins site was unable to heal after implant, and infection occurred. The patient's extension also had the problem of exposure. The ins was repositioned to their left side, but the wound still could not heal. It was unknown if there was a 50% reduction in symptoms. The patient was currently maintaining the wound by wiping it with alcohol every day. No further complications were reported as a result of this event.